Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; b5; d9; g3; h2; h3; h6. Visual examination of the returned product identified nicks and gouges from use. Taper below head, head underside, and threads show witness marks from insertion. Screw is confirmed fractured around the head outside diameter and remains attached to the screw. No other damage was noted. One dimension of the screw was measured and conforming but the rest could not be due to damage. The complaint was confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw was not used in the procedure because it was shaved during use. Another screw was used to complete the procedure. Attempts have been made and no further information is available.